Event description:
Rptr wears hearing aids which are sensitive to strong electromagnetic and radio frequency fields. He first noticed it when he was near a radar installation. It was a buzzing as the radar head rotated in his direction. The radar has to be within 1000 ft as in an airport or military installation. When he is in commercial airliners, there is an approximately 400-cycle whine which his aids pick up. It disappears immediately on getting out of the plane. In these days of concern for electromagnetic effects on humans, rptr thought it might be of concern to whomever investigates these things. People are confined to planes for varying periods of time. The 400-cycle whine may be just an audio frequency radiation from the plane's electrical system and not an rf generated noise. He would be interested to know if this situation has been investigated in planes.